Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] since the subject device was not returned to the manufacturing site and it could not be confirmed, the cause of the reported phenomenon could not be identified. However from the user report, it was said that it was found the cleaning brush in the instrument channel. So the tip of the cleaning brush damaged by brushing the instrument channel may have remained in the channel. Although the cause of the damage of the cleaning brush could not be specified, it was possible that the cleaning brush may have been broken due to fatigue such as bending, scratches, and repeated use stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon and the foreign material came out from the suction connector of the subject device. Also it was found that the channel of the subject device was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the cleaning brush in the instrument channel of the subject device at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.